Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had previously reported an allegation that a ventilator inoperative condition occurred. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The technician observed the machine flow sensor cable was disconnected from the system board. The device's machine flow sensor cable was reconnected to address the issue.